Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000102036.

Event description:
Related manufacturer report number: 1627487-2022-05548. Additional information was received that one of the patient's leads had migrated. Surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.